Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 57 year old male was implanted with impella cp support during acute heart failure exacerbation and ventricular tachycardia. It was reported that during support, patient had oozing from impella access site, sand bag placed to site. Stick angle matched and site redressed. Patient had hemolysis through entire ventricular tachycardia ablation. Impella cp was explanted without any difficulty.